Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
(B)(4). It was reported that a patient, (B)(6), female, underwent a procedure, suffered retroperitoneal bleeding and cardiac arrest. Retroperitoneal bleeding was noticed as the patient's blood pressure dropped and hemoglobin levels dropped from 12g/dl to 3 g/dl. A hematoma was seen under the abdomen. A code blue was called and medication to stabilize blood pressure (vasodilators), and a blood transfusion (9 units of blood) were performed. The physician closed the bleeding and the patient required surgery to remove 1200ml of blood from the abdomen. The patient required extended hospitalization. The patient was reported to in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. A deflection test was performed and the catheter passed. The catheter was tested for electrical performance, and it was found within specifications. The catheter was evaluated for eeprom and carto 3 functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Catheter passed all specifications, however the root cause of the cardiac arrest remains unknown.

Event description:
It was reported that a patient, (B)(6), female, underwent a procedure, suffered retroperitoneal bleeding and cardiac arrest. Retroperitoneal bleeding was noticed as the patient's blood pressure dropped and hemoglobin levels dropped from 12g/dl to 3 g/dl. A hematoma was seen under the abdomen. A code blue was called and medication to stabilize blood pressure (vasodilators), and a blood transfusion (9 units of blood) were performed. The physician closed the bleeding and the patient required surgery to remove 1200ml of blood from the abdomen. The patient required extended hospitalization. The patient was reported to in stable condition. The physician¿s opinion regarding the cause of this adverse event is that this is due to femoral access at the beginning of the case when the only biosense webster product that was used is the unidirectional coronary sinus catheter. The adverse event was not noticed until an hour and half later. The physician did not think the catheter was the cause of the issue and no anomalies were found on the catheter during the procedure, however since the webster cs with auto ID catheter was present during this procedure, bwi takes conservative approach and reports this event under the (B)(4) with auto ID catheter.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4). The concomitant products: carto 3 (11407), smartablate generator (g4c-0298), smartablate pump (g4cp-0318), smartablate remote (g4rc-0283). Manufacturer ref # (B)(4).